Event description:
It was reported that the physician had received an sql error when using the dell x5 handheld and v7.1 vns software. There was no report that the flashcard was removed during data access operation, and there was no report of a sudden loss of power to the handheld during usage, and no switching out of the vns software flashcard between different model handhelds or between different versions of vns software in this handheld. The software flashcard, handheld, and serial cable have been returned to MFR where analysis is underway.